Manufacturer narrative:
Citation: armstrong et al. Ventricular arrhythmias after self-expanding transcatheter pulmonary valve replacement: a report from the serve registry. Jacc: clinical electrophysiology, vol. 12 no. 3, published 23 march 2026. Doi: 10.1016/j.jacep.2026.02.007. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ventricular arrhythmias after self-expanding transcatheter pulmonary valve replacement (tpvr). The study population included 513 patients who were predominantly male with a mean age of 28 years old. Multiple manufacturers¿ devices were implanted in the study population; 359 patients were implanted with a medtronic harmony bioprosthetic transcatheter valve. Four deaths occurred within the first six months of implantation. One patient was a critically ill 70-year-old with congenital pulmonary stenosis after surgical repair, severe tricuspid regurgitation and liver cirrhosis who underwent a harmony tpvr implant. Post-operatively, the patient died of multisystem organ failure 11 days after the procedure. No further details were provided on this death. Among the other deaths that occurred in the study population, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: syncope associated with ventricular tachycardia or ventricular fibrillation requiring implant of an implantable cardioverter defibrillator. No further information was provided pertaining to medtronic products.